Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected low suspend at 66 mg/dl. . Blood glucose value from reported event was 294 mg/dl and the sensor glucose value from reported event was 174 mg/dl. Troubleshooting was performed but did not resolve the issue. Nothing will be replaced or returned.